Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl and elevated heart enzyme levels. The customer was also concerned about repeated low reservoir alarms. Explained the low reservoir alarm to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.